Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v660708, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that during an explant on (B)(6) 2016, a guide wire was threaded all the way to the tip and while attempting to remove the lead, the tips were broken and the lead essentially broke inside of the foramen; the tip of the lead could not be removed from inside of the foramen. No additional actions were taken and the event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.